Event description:
Healthcare professional(hcp) reported that a patient was injected with 1ml of juvéderm® voluma¿ xc in the chin. Six weeks ago, healthcare professional reported that the patient had another 1 ml of juvéderm® voluma¿ xc in the chin. Hcp reported that the patient has ongoing infection (now draining). Patient was treated with steroids and antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(6) (emdr-24755). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 1ml of juvéderm® voluma¿ xc in the chin. Six weeks ago, healthcare professional reported that the patient had another 1 ml of juvéderm® volux¿ xc in the chin. Hcp reported that the patient has ongoing infection (now draining). Patient was treated with steroids and antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-24755) and (emdr-27373). This MDR is being submitted for the first suspect product, juvéderm® volux¿ xc.